Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part# 03.133.102s lot # 30732p7 manufacturing site# werk selzach logistik supplier: (B)(4). Release to warehouse date: 14 aug 2024 expiration date: 01 aug 2034 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for humeral diaphysis fixation with the drill bit in question. In the surgery, after temporary fixation with kwire, the drill was drilling toward the contralateral cortex with a 2.5 mm drill when the sound of the drill hitting metal was heard and the drilling was stopped midway. The drilling was started again. Since the drill did not penetrate the contralateral cortex very well, the surgeon confirmed by image that the 2.5 mm drill tip was broken off at about 10 mm to 20 mm from the tip and remained in the medullary cavity. The kwire was removed from the body, and the restoration was redone, and the lag screw technique was performed using a new 2.5 mm drill tip. The surgery was completed successfully with about 5 minutes surgical delay. After the surgery, the surgeon commented that the drill was interfering with the temporarily fixed kwire but broke off as it tried to go further back. Mthere are no pieces in the patient. The surgeon confirmed by x-ray. The patient is stable.